Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 61 mg/dl. The customer reported that o ring came off. The customer stated that the insulin pump was exposed to fluid. Troubleshooting was performed for damage and noticed that reservoir was not locking in place. The customer decline troubleshooting, believes he over corrected with pen since he was off insulin pump now. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. The reservoir tube, reservoir tube lip, and retainer were inspected and no damage or anomaly noted during physical inspection. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Moisture damage was found on the motor and force sensor during visual inspection.